Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of noise on the atrial channel with inappropriate automatic mode switch (ams) were seen. Atrial fibrillation (af) was detected, but it was actually noise on the atrial channel causing the ams. Isometric tests found the noise was reproducible on the atrial channel. Device reprogramming resolved the issue.